Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: during investigation, there was visible moisture on the display. There was visible moisture corrosion in the battery compartment. The pump was unable to power on due to moisture ingress. A leak test failed due to a display lens leak. The pump was opened and there was moisture corrosion found on the printed circuit board and other components.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.